Event description:
The customer states that a plastic string was found attached to needle.

Manufacturer narrative:
A review of the device history report (DHR) for lot no. 826102 indicated the product was released meeting all quality standards. All dhrs are reviewed for accuracy prior to product release. In-process procedures are also in place to prevent nonconforming product in the manufacturing process. This ensures components and finished products meet all quality inspection standards. These controls include, but are not limited to: material verification/certification processes, dimensional specifications, statistical samplings, periodic audits, process inspections, machine maintenance/operation and personnel training and certification. Specifically, samples are inspected for foreign matter and molding flash. The lot met the acceptance criteria and was released. The dhrs for shop order production of the safety needles and molded safety shields concluded visual and physical samples inspected identified no issues. There were no ncrs issued against the shop orders. A review of the entire DHR identified no manufacturing or inspection anomalies. A review of maintenance records (both corrective and preventive) and calibration records showed no issues related to the reported condition. All scheduled maintenance and calibration activities were completed. There were no process or material changes related to the reported condition for this product. Process monitoring data is not collected for the molding machine. However, a review of the machine setup was conducted and revealed no issues. No product/sample was provided for evaluation. No additional information, pictures or videos were received. Therefore, a comprehensive investigation was unable to be conducted. However, the issue description provided with this complaint was similar to other complaints for molding flash (string flash) received for the same product around the same timeframe, so it¿s presumed this issue is related. The exact root cause of the molding flash could not be determined based on available information. The most likely root cause was due to flash, which is stringy plastic material attached at the molded part's gate (the entrance to the mold cavity) forming when melted plastic resin remains at the injection gate as the two mold halves separate. An issue impact assessment (as known as a health hazard evaluation or health hazard assessment) was conducted for magellan gate strings. The biocompatibility testing report for the magellan safety needles revealed that the product demonstrated no evidence of cytotoxicity, the material has no evidence of potential sensitization, no evidence of hemolysis and no evidence of acute systemic toxicity. The biocompatibility testing report confirms the potential harm is low risk. The overall risk score was ¿low¿ for issue impact assessment. Based on the low risk associated with the issue, no additional corrective action will be taken at this time. The reported customer complaint was unable to be confirmed. The root cause was unable to be determined. The most likely root cause was determined to be molding flash. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. If additional information or the sample is received, the investigation will be reopened and responded to accordingly.